Manufacturer narrative:
No product was returned for investigation. The root cause of the bleed was unable to be determined due to insufficient clinical details. The root cause of the arrythmia and sepsis was unable to be determined due to insufficient clinical details. The root cause of the pain was unable to be determined due to insufficient clinical details. The root cause of the positioning issue was unable to be determined due to insufficient clinical details. The cause of pump suction cannot be determined since insufficient clinical details were provided. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced drainage and ventricular tachycardia. The patient was transfused three units of fresh frozen plasma, the pump was repositioned, and the patient was treated with milrinone and amio. The patient developed pneumonia and was treated with antibiotics. Suction alarms occurred with patient movement. The patient remains on impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b, date of explant, has been added.